Manufacturer narrative:
(B)(4).

Event description:
Covidien received information that this n20 portable pulse oximeter display is missing segments. The patient was not harmed or injured as a result of the event.